Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. Installed test mixing pump to cool in decon. Mixing pump was serviced during the pm process. The device underwent pm servicing while in for repair. Serviced the circulation pump. Replaced the heater. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. The coin cell in the control panel was replaced due to age. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80 (water check time out unable to reach calibration temperature) expected 6 actual 28. Biomed confirmed a mixing pump failure since chiller temperature (t4) was at 6.4. Biomed recommend the 2000 hour preventive maintenance.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80 (water check time out unable to reach calibration temperature) expected 6 actual 28. Biomed confirmed a mixing pump failure since chiller temperature (t4) was at 6.4. Biomed recommend the 2000 hour preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.